Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced mtm to resolve the issue. The system was verified and ready to use. Isi has received the mtm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the clinical sales representative (csr) indicated that the right master tool manipulator (mtmr) was drifting. Error 23075 observed in logs on the mtmr 2. The technical support engineer (tse) recommended the surgeon to not take hand off the mtm when head was in surgeon side console (ssc) (following mode) as there was an opportunity for the mtm drift which could be caused by port tension. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the csr indicated that the surgeon would be able to confirm the issue. Based on the csr's observation, the right master tool manipulator (mtmr) drifted when the surgeon removed hands from mtm while head still in viewer. The mtm drift did not occur outside of following. The instrument was not in patient when event occurred. There were no external collisions.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, there were loose mechanical cables on axis 1, 2, and 3. The master tool manipulator (mtm) was installed onto a system and would not manually stay in the ¿home¿ position. The mtm was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing passed within specification. Once testing was completed, all mechanical cables were tensioned and verified to be the source of the issue. The complaint was confirmed based on failure analysis. The root cause is attributed to loose mechanical cables in the mtm.

Event description:
Refer to h11 for follow-up information.